Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was unable to change power sources because a pin had broken on the white power cable of the system controller. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported broken pin on the white power cable connector was confirmed via visual analysis. The heartmate 3 system controller serial #: (B)(6) was returned for analysis and a log file was downloaded for review spanning approximately 9 days (B)(6) 2022 per timestamp. There were no notable alarms in the log file. Pump operation was not affected. The system controller was tested and passed all stages of preliminary testing. During functional testing, the controller failed a stage of continuity testing due to the resistance of the conductor associated with the missing pin not being able to be measured. The system controller was able to operate on a mock loop despite the missing pin for an extended period of time. The root cause of the reported damage was unable to be determined in this analysis. Incidental findings: damage- main pcb. The device history records were reviewed and the records revealed the heartmate iii system controller serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.